Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that it was unknown if patient followed up with their healthcare professional, or if the cause of the pain and new pain felt the pop near battery was determined, but that patient did go to the emergency room. It was unknown what was done there. The actions or interventions were unknown. And rep did not know if issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's neurostimulator. It was reported that patient was recently implanted and missed post op the week of the report week. Patient called the rep on the day of the report and stated that she ¿overdid it¿ and when she was bending down moving something, she felt a pop near her battery site and now has pain on that side extending into her buttock. She is also complaining of new onset right side pain near incision site wrapping around rib area. Patient compliance led or contributed to the issue. Patient was instructed to either go to ER or call hcp office. On 2018-jun-04, further information was received that patient went to ER and was prescribed muscle relaxants and told to rest. Patient was instructed by the rep to follow up with the implanting hcp as well. No further complications were reported/anticipated.